Manufacturer narrative:
Unit received with bleeding lcd glass. Unit also received with corroded electronic assembly during visual inspection. Unit received with cracked case(battery tube), cracked battery tube threads, missing serial number label, cracked retainer and cracked keypad at select button. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a damaged and the screen and crack on the back of battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.